Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, one curved opening, yellow particles in device inner surface and wear abrasion. A microscopic analysis and leak test were performed which identified, one opening crease sharp. Fill inspection was performed and identified, no blockage in the valve. Based on the device analysis, the final assessment is: one opening crease sharp in the side posterior assessed, as fold flaw opening.

Event description:
Device has been explanted and replaced.